Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with "extremely" sticky flaps in both eyes during laser treatment. The surgeon reported that both flaps were lifted successfully after five minutes with a crescent blade. The surgeon noted that during flap creation a "vortex like" pattern was seen. Additional information reported states the patient has diffuse lamellar keratitis in both eyes. The surgeon performed a flap rinse and symptoms are now resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The company service representative examined the system and replicated the system non-conformity that may have caused to the reported event. The nonconforming laser energy control amplifier was replaced. As a preventative measure, the 7.5mm aperture pockel cell was replaced. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming laser energy control amplifier. The manufacturer internal reference number is: (B)(4).